Event description:
While the dr was peforming an implantation of the filter via the femoral approach, the filter got stuck in the middle of the catheter, but he was eventually able to deploy it. No pt injury was reported.